Event description:
A display issue was reported by a customer experiencing problems with an unresponsive touchscreen and a black screen. There was no reported impact on the customer¿s blood glucose level. Technical support connected the pump to a computer, where it was recognized but remained unresponsive, and arranged for a replacement pump to be sent to the customer. No additional information was received regarding the outcome of the event.